Event description:
It was reported that they are getting a string of artifacts on images, which caused the patient to be re-exposed. It was determined that the array needed to be replaced. Once this was replaced, the unit is working as intended.